Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the circumflex artery. A 3.0 x 28 mm implant delivery catheter was advanced, but was unable to cross to the stenosis, possibly due to calcification that could not be seen. A 2.5 x 28 mm implant was then attempted, but it also failed to cross. During retraction of the delivery catheter into the guiding catheter, there was interaction with another balloon that was in the guiding catheter at the same time. When pulling back with more force, the shaft of the delivery catheter separated. All devices were removed together with the guide catheter. A non-abbott 3.0 x 28 mm drug eluting stent (des) was used to successfully treat the lesion. It was further reported that there was also difficulty getting this stent to the lesion. There was no reported clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).evaluation summary:unique device identifier (UDI): (B)(4).visual and dimensional inspections were performed on the returned device. The reported shaft separation was confirmed. The reported resistance with the guiding catheter was not tested due to the shaft separation. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents similar incidents reported for shaft separation or resistance with the guiding catheter during removal from this lot. It should be noted that the instructions for use (IFU) indicates for delivery system removal prior to implant deployment, to ensure that the guide catheter is coaxially positioned relative to the delivery system and cautiously withdraw the scaffold delivery system into the guiding catheter. Should unusual resistance be felt at any time when withdrawing the implant into the guide catheter, the delivery system and the guide catheter should be removed as a single unit. This should be done under direct visualization with fluoroscopy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.